Manufacturer narrative:
The event date was approximated to (B)(6) 2019, the date the complaint was first reported to bsc, as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a pelvic floor repair procedure performed on an unknown date. According to the complainant, during the procedure, the dart detached from the suture inside the patient during the deployment of the device through the sacrospinous ligament. Reportedly, the mesh was not implanted. The physician completed the procedure using a vaginal technique without the mesh. It is unknown if the detached dart was removed from the patient. Should additional relevant details become available; a supplemental report will be submitted.